Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the indicator on the front panel flickered due to the failure (loosening) of the motor shaft. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, it was found that the front panel display of the subject device blinked. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus china. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus china, omsc surmised that the reported phenomenon occurred because the subject device detected a malfunction of the turret as a failure, and also surmised that the turret malfunction was caused by the failure (loosening) of the dc motor components for turret motor drive due to repeatedly use for a long-term because six years had passed from the subject device had been installed. If additional information is received, this report will be supplemented.